Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, an electrophysiology ablation procedure was performed when the issue happened. There was 30-minute delay to the procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite, and it was determined that unable to perform exposures or fluoroscopy. Upon troubleshooting, fse found that main voltage to the system was too low. Fse found there was an issue with the ups. To resolve the problem fse opened a separate service call for the ups service. After repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system was unable to perform exposures or fluoroscopy. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.